Event description:
During routine prventive maintenance testing by user facility's biomedical engineer, the device did not detect a distal occlusion on channel a. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.